Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, the handle of the unit was not connecting to the air hose. They tried different hoses and had the same result. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete as no additional information is available.